Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 visual examination of the returned product was found to exhibit signs of repeated use nicked / gouged / wear and has a piece fractured off. Fracture analysis was completed and confirmed that the features of the fracture surface and mode align with those reported previously. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint confirmed based on the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the impactor broke when the surgeon was impacting the femur. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.